Manufacturer narrative:
The used device has been returned to navilyst medical and will be forwarded to our supplier, boston scientific corp with a supplier corrective action request. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, an encore inflation device from a navilyst medical convenience kit was being used during a cardiac cath lab stent placement procedure. The gauge of the inflation device failed to register the actual inflation of the balloon catheter, resulting in a vessel dissection. The procedure was concluded using another brand of inflation device. The pt's original condition was "stable" but improved to "good." The used inflation device has been returned for eval.